Event description:
Distributor called on behalf of an end-user regarding the device not testing its calibration. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.